Event description:
It was reported that during a percutaneous coronary intervention a shaft break occured. The target lesion was located in the left anterior descending artery. The 3.25 x 8mm nc quantum apex mr balloon catheter was being advanced through a non bsc guide catheter when a snap was heard, and the balloon catheter broke outside the patient. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft break occured. The target lesion was located in the left anterior descending artery. The 3.25 x 8mm nc quantum apex mr balloon catheter was being advanced through a non bsc guide catheter when a snap was heard, and the balloon catheter broke outside the patient. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the hypotube separation was 59.5cm from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).